Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c39, that has a similar product distributed in the us, list number 01l79.

Event description:
The customer reports having issues with patient samples tested with the architect (B)(6) assay and testing (B)(6) and/or indeterminate with the innolia western blot method. The following examples were provided: sid: sid (B)(6), architect result: 9.54 s/co (B)(6), innolia result: c1 +1 indeterminate; sid (B)(6), 0.10 s/co (B)(6), c1+/- c2+/- (B)(6). No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
Nine patient samples were returned for this evaluation. The samples were tested using in-house retained samples of architect (B)(4) assay lot 62999li00. The following results were generated: (B)(6). None of the samples tested as a (B)(6). Some of the samples are not conclusive regarding the presence of antibodies to (B)(6). Samples testing (B)(6) were tested further: (B)(6). Sids (B)(6) results are inconclusive for the presence of antibodies to (B)(6). In-house retained file reagents of lot 62999li00 were tested in a sensitivity setup. Two panels along with the (B)(6) control met all specifications, indicating acceptable performance of this reagent lot. Clinical sensitivity was evaluated using two commercially available seroconversion panels. All results met specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(4) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.